Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices; guide cath: heartrail2 al1 6f, guidewire: sion. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the proximal right coronary artery that was mildly tortuous, moderately calcified and 90% stenosed. Following pre-dilatation, a 3.75 x 12 mm nc traveler rx balloon dilatation catheter was used for additional pre-dilatation when the balloon ruptured during the first inflation at 4 atmospheres. The device was replaced with another balloon to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.